Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A prolapsed guide wire tip can occur due to, but is not limited to, manufacturing, interaction with the lesion during advancement, and/or product handling during the procedure. The noted damage does not suggest a product quality deficiency as no damage was reported during inspection prior to use. Factors which can contribute to difficulties removing the non-abbott balloon dilatation catheter from the guide wire include, but are not limited to, obstructions in the guide wire lumen, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the balloon catheter. In certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the guide wire and/or guide wire lumen. The reported guide wire tip separation appears to be the result of the resistance between the guide wire and the balloon catheter. Reportedly, a snare device was used to retrieve the separated tip from the patient. The guide wire and the balloon catheter were not returned which could have aided in the evaluation. Overall, a conclusive cause could not be determined for the reported resistance between the guide wire and the balloon catheter. The reported prolapsed tip and the guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint handling database was performed and there were no other incidents report for this lot. Manufacturing performs a non destructive tip pull test on each wire, 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging and performs. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). A non-abbott 2.0 x 30 mm balloon catheter was advanced over the balance middleweight 300 guide wire without issue; however, when pressurized the balloon would not inflate. An attempt was made to remove the balloon catheter, but it was stuck on the guide wire. It was additionally noted that the tip of the guide wire was prolapsed. At some point during the removal attempt, the tip of the guide wire broke off. A snare device successfully removed the separated tip from the patient. The procedure was aborted at this time. There were no changes in the patient status. No patient effects were noted. No additional information was provided.